Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported this right ventricular (rv) lead dislodged a few days after it was first implanted due to patient failed to comply with the post-procedure indications. As result, the implantable cardioverter defibrillator (ICD) identified an episode of atrial arrhythmia with rvr as ventricular tachycardia (vt) and delivered inappropriate anti-tachycardia pacing (atp) and several shocks. No therapy exhaustion was noted. The patient underwent a surgical revision wherein the lead was successfully repositioned to resolve the issue. No additional adverse patient effects were reported.